Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of a bladder tumor (turbt) procedure, the patient sustained a perforation of the bladder due to which the original procedure had to be modified. The surgeon was first cutting, removing and coagulating all at the same time. He then used another piece of equipment and then a rollerball electrode as there was active bleeding. When the rollerball electrode was removed to place a catheter there was a popping sound when no equipment was inside the bladder. The perforation was treated and the patient transferred to intensive care unit for observation.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in bolton, united kingdom (returned to rrc on 2022/05/16). The evaluation/investigation at the rrc confirmed that the returned hf-generator is in standard condition. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. The instructions for use contain several warning notes referring to possible risks and complications when using the hf generator. For example, gases that accumulate during turis (transurethral resection) procedures are flammable. These gases may ascend into the roof of the bladder and may come into contact with the electrode. Activating the hf current while flammable gases are present may cause the gases to ignite or explode. This can result in uterine or bladder perforation or puncture, exogenous burns or other injury. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.